Event description:
During the later part of surgery, the nurse began to mix the cement, but when she was done mixing, she was unable to break the mixing rod. Then she tried to squeeze the cement out of the mixing container and the cement gun, but the cement hardened in 1 minute. The normal recommended cement mixing procedure was followed in the mixing sequence and all steps were followed. No known adverse event was reported.

Manufacturer narrative:
(B)(4). An analysis of a product with the same reference and batch number has been realized. The product analysis shows that the product is an optipac and the cement is compliant with the specifications. The investigation is in progress. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. No other complaint on cement paste too short setting time was recorded on the batch since ever, and one other complaint on cement paste too short setting time was recorded on the reference from feb 01, 2018 to jun 03, 2021. According to available data, root cause of the event was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the cement hardened within 1 minute. The normal recommended procedure of mixing cement was followed in the mixing sequence and all steps was followed.

Manufacturer narrative:
This is a combination product (B)(4). Report source, foreign event occurred in (B)(6). The device manufacturing quality record indicates that the released product met all requirements to perform as intended. The investigation is in progress. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly.

Event description:
During the later part of surgery, the nurse began to mix the cement, but when she was done mixing, she was unable to break the mixing rod. Then she tried to squeeze the cement out of the mixing container and the cement gun, but the cement hardened in 1 minute. The normal recommended cement mixing procedure was followed in the mixing sequence and all steps were followed. No known adverse event was reported.